Manufacturer narrative:
A photo was provided. Unfortunately, the lack of samples makes it difficult to determine if the adhesive was missing or if it wasn¿t applied properly. The device history record (DHR) and quality non-conformance (qnc) databases were reviewed, no abnormalities were found or reported during the manufacturing of this product. The investigation into this event was based on the information provided by the customer which included a single photo. There is no trend for the described issue, no other incidents have been reported for this failure. Personnel were notified to raise awareness. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The seal opened on the bottom of the drape during use. This compromised sterility of procedure. There was a 30-minute delay in procedure. No patient injury or harm reported.

Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.